Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer administered two bolus in evening. Customer blood glucose was unknown. Customer was dispatched in emergency medical services on an unknown date for low blood glucose level. Customer was treated with glucagon and glucose for low blood glucose. Customer was unconscious and had convulsions. The insulin pump will not be returned for the analysis.